Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that during surgery,the 6.5 central screw was not getting purchase so the surgeon wanted to swap to a 9.5 screw but could not after many attempts remove the 6.5 screw. Extra anesthesia time for the patient and about 10 minute surgical delay was incurred trying to remove the screw from the baseplate.